Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of left breast tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast reconstruction procedure with an artoura breast tissue expander 600cc device that deflated after implantation. The patient noticed that her left breast was flat. A leak in the left breast tissue expander was reported. As a result, the patient underwent explantation and replacement with an unspecified mentor tissue expander on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the tissue expander. During visual evaluation of the device, a tear was observed at the union between shell and suture tab at the 6 o¿clock position. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-jul-2024, mentor received additional information about the event. The explanted left breast tissue expander was replaced with a mentor artoura breast tissue expander 600cc device. Manufacturer¿s reference number: (B)(4).